Manufacturer narrative:
Concomitant medical products: 511211 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection. Cultures were taken and enterococcus faecalis was positively identified. Antibiotic treatment was administered and a sternotomy was performed . The complete implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.